Event description:
Attorney alleges plaintiff has experienced severe breast pain, severe capsular contracture, severe calcification, development of breast lumps, development of silicone leakage, extensive cosmetic damage, anxiety and depression.